Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the usb charging port on the pump was noted to be loose. Customer stated that usb cables only fit and charge the pump sometimes despite the attempt of multiple cables. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement pump was received.